Event description:
It was reported that pump did not always charge correctly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding the outcome of the event.